Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that an electrode belt cable came loose from distribution node. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The pulled cables resulted in a broken pulse wire solder joint in the dn. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt. The patient received a replacement electrode belt.